Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 56 cfu/20ml total of colony forming units (cfus) for an unspecified germ in the biopsy channel and 42 cfu/20ml in the air/water channel. A subsequent test was performed and tested positive for 26 cfu/20ml for an unspecified germ in the biopsy channel, 24 cfu/20 ml for an unspecified germ in the air/water channel, and 21 cfu/20ml for an unspecified germ in the aquajet channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related complaint# (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Please see correction to b3 and b5 of the initial report. Correction to h6 (medical device problem code) of the initial report, '2303 - microbial contamination of device' is being corrected to '4048 - failure to clean adequately'. The device was returned and evaluated on related MFR 19423 where additional potential adverse events were confirmed where foreign material was found at air/water(a/w)-cylinder, a/w-tube and at auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 to the initial report: the customer reported having used the gastrointestinal videoscope on seven patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.